Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 600 mg/dl. The customer was admitted to the hospital. The customer's mother stated that set came out of the body and patient was sleeping and didn't know that the site came out. The customer cause of hospitalization was borderline diabetic ketoacidosis and high blood glucose. The customer was treated with IV fluids and stayed overnight in the hospital and was released the next day.